Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the a cycler experienced peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and a wbc count of 1399/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the cycler at home. It was explained the patient is new to pd and has dementia. As a result, it was determined the patient cannot autonomously undergo pd therapy safely at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg twice a week for three weeks, ip ceftazidime at 2000 mg daily for two weeks and oral ciprofloxacin at 250 mg twice a day for two weeks. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis following this event. The patient is recovering at home while remaining asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any product(s) or device(s). The patient continues hd therapy on an in-center basis with no plan to return to pd therapy.